Event description:
It was reported that blood was observed in the inflation lumen of this device while aspirating the device prior to an injection of dye. The device was removed immediately. There has been no claim of injury related to this event. The device is being returned for analysis.